Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in the hospital for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead will be explanted when the device reaches eri.

Event description:
New information received states that noise and a decrease in sensing were observed via remote transmission. Patient will be brought in for further assessment, and lead revision is probable.

Manufacturer narrative:
(B)(4).